Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the peritonitis were not reported. On an unknown date, the patient was hospitalized for the peritonitis. The outcome of the event was unknown. It was not reported if dianeal therapy was ongoing. No additional information is available.